Manufacturer narrative:
The customer changed the na electrode and a probe. The field service engineer checked the analyzer and confirmed the instrument was working correctly. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the na+ electrode on a cobas integra 400 plus. No incorrect values were reported outside of the laboratory. The sample initially resulted with an na value of 123 mmol/l. The sample was repeated on a second integra 400 analyzer, resulting with a value of 134 mmol/l. The na electrode lot number and expiration date were requested, but not provided.